Event description:
It was reported that the quick bolus button was not working. There was no reported adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.